Event description:
It was reported that the patient indicated that he saw ¿poor communication¿ both with the recharger and the patient programmer on the day of report. It was noted that the patient was last able to recharge and last able to feel stimulation 3 weeks ago. Additional information requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4). F